Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by the end user, who stated that while moving from a toilet seat to the wheelchair, a sharp protruding plate on the wheelchair caused a laceration on the end user's left leg that is being treated with a skin graft. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.